Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A medical review was performed and concluded: "as such, the present poly wear was most probably quite normal for the implantation time although not exactly known and consequently there are no device-related aspects involved in the failure which should be considered procedure-related in nature as end-of-service life of the implanted component. A patient-related factor of moderate overweight may be a small secondary factor as would potentially be a high activity level which is however unknown for this patient. This pi case is not device-related" a review of the device history records could not be performed as no lot ID was received. A complaint history review could not be performed as no lot ID was received. Conclusions: a medical review was performed and concluded that this case is not device related. Additional information, including operative reports, progress notes and return of the device are however needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patients' right hip was revised due to mechanical complications. The surgeon mentioned osteolysis intraoperatively.

Event description:
The patients' right hip was revised due to mechanical complications. The surgeon mentioned osteolysis intraoperatively.